Event description:
It was reported the pt experienced stimulation in the wrong location after being rear-ended 2 weeks ago. Since then, the reported indicated "something's not right" with the ins. The pt can feel stim in his lower back, but not in his left leg and stimulation was also "hitting in testicles." Additional info has been requested.